Event description:
It was reported that when attempting to place the atrial lead, appropriate thresholds could not be obtained. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.